Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and sepsis. Reportedly, the patient was recovering in a hospice care facility. No adverse patient effects were reported. The rv lead remains in service.